Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected), pump error 23(post-reset ram crc alarm), and pump error 4(the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed. The pump was not recently placed in storage mode or without a battery for more than 8 hours, and the error wasn't immediately after battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 53 alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 53 (line number 2690 101 file number 32122 617) on (B)(6) 2025 04:40:14.000, problem isolated to moisture damage. No pump error 4 noted during testing. The formatted history file confirmed the pump alarmed pump error 4 alarm (line number147 147 147 2690 file number 2017 2017 2017 32122) on (B)(6) 2025 04:40:14.000, problem isolated to moisture damage to electronic assemblies. No pump error 23 noted during test. Verified the pump alarmed pump error 23 after battery removal on (B)(6) 2025 06:13:04.000 in pump downloaded history. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case and cracked keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed all required testing. Confirmed pump error 53 in the pump history download, problem isolated to moisture damage. No pump error 23 noted during analysis. The formatted history file confirmed the pump alarmed pump error 4 due to moisture damage to electronic assemblies. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.